Event description:
Boston scientific received information that this lead was an attempted right ventricular (rv) implant. It was reported that after approximately 30 turns at the recommended rate, the helix could not be visualized to extend via fluoroscopy. The lead was extracted and replaced with a competitor lead without consequence.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this lead underwent visual inspection. The complete lead was returned with tool marks noted on the terminal pin and helix fully retracted with no sign of damage. Dried blood was noted in the helix housing and neck region. Resistance testing identified an open circuit condition due to a fracture at the distal end of the terminal pin. This was confirmed via x-ray showing the inner coil to be stretched and fractured which resulted in the reported clinical observation. Laboratory analysis confirmed the reported allegation.